Manufacturer narrative:
(B)(4).

Event description:
Wire/needle/cannula damaged or missing.

Manufacturer narrative:
(B)(6) b5: describe event or problem - correction d4: device identification - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h4: device mfg date - correction h6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.